Event description:
A physician reported a patient who was skin tested in 7/96 with negative results and treated on 8/6/96 in the upper perioral lines, nasolabial folds, corners of mouth, and glabella. On 9/3/96, the patient developed erythema, swelling, and pruritis at all treatment sites; the test site was unreactive. The physician diagnosed a hypersensitivity to collagen; an antihistamine cream, hydrocortisone 1% cream, and piriton tablets were prescribed on 9/13/96. Follow up information received on 5/6/97 was that the symptoms persisted to a lesser degree; mild erythema, induration and pruritus.